Manufacturer narrative:
This product is registered as a combination product. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Related manufacturer report number: 2017865-2020-12170. During an in-clinic follow up, loss of capture was noted in both the right ventricular (rv) and right atrial (ra) leads. X-ray imaging was conducted and revealed that the rv lead has dislodged into the right atrium and the ra lead has dislodged into the vena cava. Since the system was implanted due to atrial bradycardia, the physician elected to retain the rv lead to where it has dislodged,explant the ra lead, and reprogram the device to vvi mode to resolve the event. The patient was stable with no consequences.